Event description:
During incoming inspection, syncardia technician recorded failure while performing mfg-152. Freedom driver #5107 started alarming after the sound test. Secondary motor engaged and a noise was heard. The driver was powered off and opened. It was observed that the scotch yoke was broken. Testing was unable to be completed due to broken scotch yoke.

Event description:
During incoming inspection, syncardia technician recorded failure while performing mfg-152. Freedom driver #5107 started alarming after the sound test. Secondary motor engaged and a noise was heard. The driver was powered off and opened. It was observed that the scotch yoke was broken. Testing was unable to be completed due to broken scotch yoke.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating primary motor not engaging after a continuous or open short detected. Visual inspection of external components found no abnormalities. Visual inspection of internal components found a broken pca scotch yoke on the primary side and the secondary motor was found out of primary alignment. This confirms that the fault alarm recorded in the driver's data file was due to secondary motor engagement. Freedom driver did not pass functional testing for acceptance at incoming inspection. The driver's primary motor did not engage and a fault alarm immediately annunciated when the secondary motor system engaged. Additional testing included installing a known functional main pcba. Driver passed all areas of functional testing with the replacement part without issue or alarm. Failure investigation for this complaint confirmed the reported issue during alarm history review. The customer complaint was replicated during functional testing; the root cause of the reported alarm and secondary motor engagement and broken scotch yoke was determined to be the nonconforming main pcba. The f1 fuse was blown which is a known issue that was addressed with CAPA-2022-0013. The main pcba for this device was manufactured prior to the implementation of the corrective action. Failure investigation identified no other test failures or damage that could have contributed to the complaint. The device was not in patient use at the time of event. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.